Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for one unknown unk - screw locking/unknown lot number. Implant: unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted september 2012 with a femoral nail and seven (7) screws, (two (2) proximal screws, two (2) cannulated and three (3) distal locking). Patient fell twice, breaking the femoral nail and the two (2) proximal screws. Surgeon revised, removing all hardware.